Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp attached to an unknown catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks; no leaks were noted. No blockages or any further anomalies were observed when tactile evaluation was performed on the catheter. However, the investigation is inconclusive for the reported failure to infuse and aspirate issues, as the exact circumstances at the time of the reported event are unknown, and the sample evaluation results indicating no difficulty in flushing under laboratory conditions are not by themselves sufficient to unconfirm that this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling. Inadequacy. H10: d4 (expiry date: 06/2022), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the device allegedly failed to infuse and failed to aspirate. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that some time post port placement, the device allegedly failed to infuse and failed to aspirate. The procedure was completed by using another device. There was no reported patient injury.